Manufacturer narrative:
According to available information, this lead remains implanted and will be further monitored. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that this lead displayed high out of range impedance measurements. This impedance measurement has been increasing during the last two years after a device replacement procedure had been performed. In addition, increased thresholds and intermittent loss of capture were revealed. The patient with this lead experienced phrenic stimulation after reprogramming was performed. An x-ray was performed. No lead dislodgement or movement was noted. No fracture was noted on the x-ray. A further follow up visit revealed loss of capture. The lead was reprogrammed and reduced the phrenic stimulation. An internal technical service consultant was contacted and recommended further monitoring this lead and recommended to continue monitoring until the device replacement at which time this lead can be further inspected. It was thought there may be a lead fracture. No adverse patient effects were reported.